Event description:
It was reported that: pt originally called on (B)(6)2012 and was asymptomatic and experiencing no pain. Pt was reporting that she had blood work and x-rays performed on (B)(6) 2012. Pt also states that she had an MRI on (B)(6) 2012. Pt has since received results from the surgeon and is scheduled for revision surgery in (B)(6) 2012. Pt also states that fluid was aspirated from her hip.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.